Event description:
Boston scientific received information that this right atrial (ra) lead exhibited impedances of less than 100 ohms in bipolar configuration and 260 ohms in unipolar configuration. The patient noted being told by her clinic that the lead likely had subclavian crush. A revision procedure was performed. It was noted that there appeared to be a lead issue; however, when testing the lead with the pacing system analyzer (psa), normal measurements were obtained. It was reported that the lead had pulled back slightly and the physician was able to reposition the lead to provide more slack. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.